Manufacturer narrative:
Results: this model is not approved for use in the united states and was used as part of a clinical study. The clinical study was not sponsored or monitored by the manufacturer. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received an unapproved dbs (deep brain stimulation) system, including an ipg, as part of an investigator initiated clinical study. It was reported that the ipg displayed a low battery warning message. The physician decided to explant and replace the ipg in (B)(6) 2011. No further information is available.